Event description:
It was reported that the patient stated he has been unable to sleep due to heart palpitations. He went to the hospital and was told they were "benign". The patient was referred to his physician. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.